Event description:
It was reported that 377 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the 2nd obtuse marginal artery (om). The index procedure treated one target lesion. Target lesion 1 was a 2.9 mm vessel diameter, 100% stenosed region of the 2nd om artery. This procedure was performed to alleviate in-stent restenosis of a total chronic occlusion. This is an ostial lesion by predilating it with an angioplasty balloon, and a cutting balloon. One taxus express2 8.8% 2.5x12 mm (lot 6206318) drug eluting stent was successfully placed in the target lesion without complication. The drug eluting stent overlapped a previously placed stent by 3.0 mm. The pt was discharged from the hosp 11 days post index procedure receiving asa, zocor, and plavix. The site reported that 377 days post index procedure that the pt underwent a tvr of the 2nd om artery to alleviate in-stent diffuse restenosis. The physician treated the target lesion with plain old balloon angioplasty (poba) prior to placing two johnson & johnson cypher stents.

Event description:
It was further reported that the target vessel of the index procedure and tvr was actually the 1st obtuse marginal and not the 2nd obtuse marginal as previously reported. The day of discharge after the index procedure was actually two days post index against medical advice and not 11 days as previously reported. The pt was enrolled in the arrive program on the date of the index procedure. Target lesion 1 (10 mm long) was identified on om1 with 100% stenosis and a 2.9 mm reference vessel diameter. Target lesion 1 was treated with balloon angioplasty brachythereapy (in the previously stented segment), cutting balloon angioplasty and placement of a 2.5 x 12 mm taxus stent. The taxus stent was placed from the ostial om1 to proximal om1, overlapping the previously placed stent. Residual stenosis was 0%. The pt tolerated the procedure well and was admitted to a telemetry bed where it was discovered that the pt had new onset second degree a-v block (mobitz type I or wenchkebatch). Electrophysiology studies were scheduled for two days later, but the pt left the hospital against medical advice. The pt was discharged on plavix and asa. The pt had a nuclear stress test (date unknown) to evaluate recurrent episodes of chest heaviness. Per cath report dated 377 days post index procedure, the stress test results were consistent with reversible ischemia in the inferolateral and anteroapical wall of the left ventricle. The pt was admitted cardiac catheterization, which revealed that the lvef was 30-35%, the lmca in previously placed stent seen, 30% proximal stenosis, the lad was 'essentially occluded' at ostium, severe mid vessel disease proximal to graft anastomosis, diag occluded at ostium. The ramus had diffuse mild disease within previously placed stents in ostium and proximal segments, the lcx (target vessel) om1 was occluded at the ostium inside previously placed stents, the rca was totally occluded in its proximal third, 20-30% smooth eccentric stenosis in distal vessel distal rpda occluded, the sv g to diag / lad - "...patent with plus/minus 50% eccentric stenosis just past the diagonal anastomosis," svg to rca was widely patent. The om1 was treated with balloon angioplasty and placement of two overlapping cypher stents. There were no reported complications and the pt was discharged one day post tvr. In the opinion of the physician there was a probable relationship between the event and the taxus stent.